Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse later discovered that the regulator was the issue. After replacing the regulator, the fse performed a full calibration and performed all checks. The equipment works to the manufacturers' specifications and has been cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm even though the tank was full. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found that the regulator was the issue, to fix the issue fse replaced the regulator, power supply monitor board and high pressure. Transducer and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.